Event description:
It was reported that balloon rupture and a dissection occurred. The patient underwent a complex percutaneous coronary intervention. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified ostial right coronary artery (rca). The 3.00mm x 15mm nc emerge balloon catheter was advanced for pre-dilation. However, during the second inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and a type b, non-flow-limiting dissection was observed. The dissection was successfully treated with ostial stenting, and the procedure was completed. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.00mm x 15mm was returned for analysis. Visual and tactile inspection identified multiple kinks along the length of the hypotube shaft, and the outer and inner lumen, and tactile examination of the entire extrusion revealed no issues. Microscopic analysis of the balloon profile identified a 9mm longitudinal tear. The bumper tip showed no signs of distal tip damage. Leakage testing showed the balloon to be leaking inflation media.

Event description:
It was reported that balloon rupture and a dissection occurred. The patient underwent a complex percutaneous coronary intervention. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified ostial right coronary artery (rca). The 3.00mm x 15mm nc emerge balloon catheter was advanced for pre-dilation. However, during the second inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and a type b, non-flow-limiting dissection was observed. The dissection was successfully treated with ostial stenting, and the procedure was completed. There were no patient complications.